Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with excessive no delivery alarms on their insulin pump. The customer states they have to do a set change, and changed set due to blood in the tubing, but still received alarms. The customer's blood glucose level was 600mg/dl. The customer states using manual injections to treat high level. Troubleshoot was conducted, and the device was found to be operating as designed. A complete set change resolved the no delivery alarm. No further assistance was needed.